Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The device was reprogrammed to turn off lv pacing. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned. No additional adverse patient effects were reported.